Event description:
Customer received result of 9.1 mmol/l on the aviva nano system and result of 4.2 mmol/l obtained on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.